Manufacturer narrative:
The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the device was heating up. Reliability engineering evaluated the device and observed that the device was running over the temperature specification (112 degrees should be less than 110 degrees). It was further observed that the bearings were worn-out. It was determined that this condition was causing the heat. The assignable root cause was determined to be component damage caused from normal use and servicing over time. If additional information should become.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the minimal access attachment device was heating up. The event was not related to surgery. There no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.